Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 30, 2017, it was reported that the graft was very difficult to turn to the handle. On july 12, 2017, it was clarified that the issue occurred before surgery on (B)(6) 2017. Another device was used to complete the surgery. There was no harm, injury or adverse events associated with the failure. There was a 1-15 minute delay to the surgery. The customer returned a skin graft mesher device, serial number (B)(4) , for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) , a 2:1 ratio cutter, serial number (B)(4) , a 3:1 ratio cutter, serial number (B)(4) , and a 4:1 ratio cutter, serial number (B)(4) , for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that while using the device it was noted that where the blade sits was bent and the skin was sticking and bunching together when being inserted and the belleville washers, shoulder bolts, cap nuts and the comb were replaced. This is not a related issue. As noted on november 8, 2017 per (B)(6), qa/ra compliance manager, (B)(4) repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the (B)(4) repair database and should be documented within the complaint investigation. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on july 10, 2017 revealed that the unit was transported in a sterilization case and all the components were loose in the case. The handle was jammed since there was no lubrication. The pre-testing could not be performed due to a bent comb. All four cutters failed to produce a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the comb. The handle was disassembled and lubricated. Skin graft mesher, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the handle was jammed. The root cause of the graft was very difficult to turn the handle was due to the handle being jammed since there was no lubrication on the handle. The issue was resolved with the replaced level sensor. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4) , was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the graft was very difficult to turn the handle. Upon initial inspection, it was discovered that the device had a bent comb. No adverse events were reported as a result of this malfunction.